Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 31-jul-2024/ serial or lot#:  (B)(6), UDI #: (B)(4), d9: no h3: no h4: mfg date: 25-jul-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power along with a motor start event with parameters outside of the typical range. It was also reported that the controller exhibited a controller loss of power and vad disconnect alarm. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and controller (B)(6) were not returned for evaluation. Review of (B)(6) 's event log file revealed three (3) controller power-up events logged between (B)(6) 2024 at 16:45:46 and (B)(6) 2024 at 11:05:59, with one (1) associated motor start event logged on (B)(6) 2024 at 11:06:35. Analysis of the event log file revealed that various settings, including the date, pump ID, and patient ID, were being set in between the controller power-up events. Additionally, review of the event log file revealed that, prior to the first power-up event, the controller last had power on (B)(6) 2023, indicating that the controller power-up events likely occurred during the initial programming of the controller. Review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) on (B)(6) 2024 at 11:06:05, indicating that the controller was likely powered up without the driveline connected during the reported controller exchange. The vad disconnect alarm cleared at 11:06:24, indicating that the driveline was connected to the controller, after which the successful motor start event was logged. Review of the event log file revealed that the motor start event recorded on (B)(6) 2024 at 11:06:35 exhibited motor start parameters which were atypical. Log file analysis also revealed also several slight increases in power consumption, leading to data points logged with parameters above normal operating range within the analyzed period; no high watt alarms were logged. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the controller loss of power event can be attributed to the initial programming of the controller and/or a controller exchange. The most likely root cause of the vad disconnect alarm can be attributed to the controller being powered up without the driveline connected during the reported controller exchange. Based on risk documentation and the available information, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.